Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. Data log could not be reviewed as transmitter battery is dead. The problem could not confirmed. A probable cause could not be determined.